Event description:
It was reported that the patient's pulse generator was oversensing noise resulted in inappropriate mode switch episodes being detected. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.